Manufacturer narrative:
The device history record was reviewed, and no similar concerns were noted. One catheter was returned for review. Visual inspection of the catheter found that the catheter tubing was separated from the hub. The exact root cause is unable to be determined based on the information available.

Event description:
Upon assessment of dressing to ensure occlusive dressing, PICC rn discovered IV tubing completely disconnected from patient at the purple catheter. Catheter broken completely off. PICC discontinued immediately, piv placed after 3 attempts.